Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer's blood glucose was 295 mg/dl. It was reported that insulin did not exit and pump alarmed with a 5.0 unit fixed prime. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. Customer disconnected and reconnect infusion set and reservoir and ran a 5.0 manual prime and insulin did exit. Customer was advised that insulin pump was working as designed. It was advised that no deliver alarm was caused by infusion set and reservoir occlusion.